Event description:
It was reported that customer experienced cgm error and needed help to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for pump reset, successfully completed reset without error recurring, and then successfully started new sensor session.